Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged two day post implant. The physician attempted to reposition the lead, but the helix mechanism failed to extend/retract. The lead was therefore removed, and a similar lead was implanted without reported complication.